Event description:
During extract surgery, when the surgeon extracted the asnis3 (4 diameter) screw, the screw was twisted and deformed. The extract surgery completed without the problem. However, the surgeon feels that the screw should be stronger.

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report.